Event description:
Discordant results for blood urea nitrogen (bun), inorganic phosphorus (iphos), and creatinine (crea) were obtained for one patient on an advia 2400 instrument. The customer did not release the result and reran the sample on other two instruments in the laboratory that gave consistent results. The repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant results was a malfunction of the vacuum valve 1. The fse replaced the valve. The instrument is performing within specifications. Further evaluation of the device is not required.